Manufacturer narrative:
The hospital biomed replaced the display unit board. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported the unit had a system reset error. There was no report of patient involvement.